Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation an error code in relation to internal_batt_comm_failed was recorded in the device event log. In addition, the device failed a test step at power source verification: internal li-ion. In conclusion the internal battery was replaced to address the issue. The device was retested and passed all test. Additionally, during the service of the device, preventative maintenance 2 was performed. Components were replaced as part of maintenance of the device. Clogging was confirmed in the inline proximal filter; therefore, the inline proximal filter was replaced. Noise was confirmed in the blower assembly therefore the blower assembly was replaced to address the issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.15.00 from 1.06.10.00.

Manufacturer narrative:
The reported failure of internal_batt_comm and power source verification: internal li-ion is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.